Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) suffered a heart attack while using the device; the heart issue was not related to the ipp. The patient was reported to have been in cardiac arrest until cardiopulmonary resuscitation was performed. As the device was activated when the heart attack occurred, the emergency medical staff suspected it was a case of priapism; due to this a needle was inserted in the penis, causing a hole in the cylinder and resultant fluid loss. Later, a surgical procedure was performed, wherein the existing pump and cylinders were explanted. The reservoir was not able to be explanted. A whole new ipp was implanted. No additional patient complications were reported.